Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was currently receiving bupivacaine [8 mg/ml] at a dose of 3 mg/day and morphine [8 mg/ml] at a dose of 3 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient switched physicians and that day was the patient¿s first appointment with the new doctor. It was noted that upon interrogation the physician found that the empty reservoir alarm was occurring as of four to five days ago. It was recommended they fill the pump and dosing considerations were reviewed. It was indicated that the representative would review the recommendations with the hcp. Additional information was received from the hcp via the representative on (B)(6) 2017. It was clarified that according to the physician¿s office and telemetry report, the patient¿s initial appointment was on (B)(6) 2017 and the pump event logs showed that the pump reservoir emptied on (B)(6) 2017. It was noted that the patient¿s previous managing physician was titrating the dose over several visits when the patient decided to switch managing physicians. It was indicated that the reason for changing managing physicians was unknown. It was at the patient¿s initial appointment with the new managing physician that the pump event logs indicated the pump was empty. The new managing physician then filled the pump with preservative free normal saline. The patient¿s weight at the time of the event was unknown. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.